Event description:
Customer received a report of an under infusion due to an unresolved no disposable alarm. Cassette removed twice, tapped and massaged line as well to disperse small air bubbles. Unable to get pump to run. No patient injury occurred.